Manufacturer narrative:
(B)(4). No iap parts or recorder strips were returned for evaluation at the chelmsford teleflex facility. Per the field service report, the pump lost power while transporting patient and was switched out quickly. The hospital biomed stated that the pump was left unplugged. The biomed charged the battery and the battery held the charge. The pump was returned to service. The battery was installed on (B)(6) 2013. Per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the autocat2 series iabp be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." A device history record (DHR) review was conducted for the iap serial/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "pump lost power while transporting patient" is confirmed by the hospital biomed. The battery was charged and there was no further issue with the pump. No iap parts or recorder strips were returned for evaluation at the chelmsford teleflex facility. Battery life is dependent on usage and maintenance of the battery. The root cause of the battery issues is undetermined.

Event description:
It was reported via a field service report (B)(4). Symptom: pump lost power while transporting patient. Pump was switched out quickly. No patient complications. Findings / action taken: biomed thinks that the pump was left unplugged. He then charged the battery and it is holding a charge. He would like to have missing ac power cord retainer clips sent to him. Fcn level: 1416, software level: 2.24 op = on patient confirmed.

Manufacturer narrative:
(B)(4). Sample not returned to manufacturer.

Event description:
It was reported via a field service report (B)(4), symptom: pump lost power while transporting patient. Pump was switched out quickly. No patient complications. Findings / action taken: biomed thinks that the pump was left unplugged. He then charged the battery and it is holding a charge. He would like to have missing ac power cord retainer clips sent to him. Fcn level: 1416, software level: 2.24 op = on patient. Confirmed.